Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the device leaked during use, which has the potential to cause or contribute to adverse patient effects. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced and after the dilator was removed, a leak was noted; therefore, the sgc was removed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new sgc was used to successfully complete the procedure, with mr reduced to 1. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction- device status changed from returning to not returned. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Leaks may be influenced by anatomical morphology/pathology, such as challenging patient anatomy (including a calcified or thick septum). The information provided in the case details stated there was no challenging patient anatomy observed. There is no indication that the patient morphology/pathology influenced the leak. Additionally, there is no indication that the user technique influenced the reported leak. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. It is possible that the user technique during device preparation contributed to the reported leak; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.